Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the heat seal on the circuit was not holding together while the device was on a patient. The tube connected to the humidifier chamber separated from the humidifier adapter on the circuit and could not be reconnected because it would not hold if the pieces were put back together. The oscillator lost pressure due to the circuit being disconnected. The circuit was changed and there was no patient harm.